Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the lock button activation was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the camera head¿s image did not appear. This issue was observed during preparation for use for a therapeutic transurethral resection procedure and it was completed with a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections by way of updating d10. The information included in d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, related defect was not recognized, thus a probable cause could not be determined. Olympus will continue to monitor field performance for this device.